Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 730 mg/dl. Customer report other blood glucose values were 500 mg/dl and 600 mg/dl. The customer reported that the infusion set had bent cannula. The customer experienced symptoms such as throwing up. The customer was treated with insulin drip and manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.